Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for an alleged unexpected battery power loss found on nov 17, 2021. Device passed displacement test and self test. Unable to perform active current measurement and sleep current measurement test due to broken battery tube threads. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Device was cut open and the electronic assembly, battery cap and battery tube were inspected and corroded battery tube noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, serial label damage, broken battery tube threads, corroded battery tube and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date however, unable to perform active current measurement and sleep current measurement test due to broken battery tube threads and a corroded battery tube was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replaced battery alarm. The customer stated they received a new battery cap but insulin pump still alarm as insert new battery after two days of battery change. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.